Event description:
Philips received a complaint on the v60 device, and it was reported that the ventilator had an error code indicating proximal pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer troubleshot with technical support and was advised to verify the pin alignment between the solenoids and data acquisition (da) board. During troubleshooting the customer found that a pin was misaligned from sol 4 into the da pcba. Customer reseated the pin and assured the alignment and the unit then operated as expected without any check vent alarms. The device passed required performance verification tests per philips standards. It has been concluded that no further action is required at this time.